Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients paddle lead had migrated. The patient underwent a procedure wherein the lead was repositioned, and the patient was doing well postoperatively. The paddle lead remains implanted.